Event description:
The manufacturer received information alleging a ventilator was not running. The device was not in patient use. The customer is refusing to have the device serviced. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.